Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced urinary problems. It was reported that patient underwent a xenform; precision twist, by bs implantation, on (B)(6) 2014 by due to sui. It was reported that patient underwent an excision of sling mesh, traditional sling, and cystoscopy on (B)(6) 2014 due to dyspareunia, and persistent urinary incontinence. No additional information was provided.